Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height (hh) 7.1 had no pockets on bus. A field service engineer (fse) inspected the drawer but could not find any errors. Then the pharmacy tested the cubie, and no drawer failures were there. The customer was considering replacing the legacy drawer to improve performance, which would require a new set of cubies and outsourcing inventory for the legacy drawer. To address mechanical concerns, the fse replaced the dog bones on the rails and secured all connections. After these actions, the customer was able to open and close the drawer smoothly without any hesitation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary, drawer 4.1 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.